Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (503 mg/dl), diabetic ketoacidosis, and vomiting. Customer was treated through intravenous insulin drip, and expected to be released from the hospital on (B)(6) 2015. Troubleshooting was performed and pump passed delivery system check. Cold insulin was used to load the cartridge.